Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump failed accuracy by -9.95%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. Event log history was performed and indicated that 10 ml followed by 20ml bolus tests were performed prior to the pump's return to smiths medical. During analysis, the customer's concern regarding failed calibration was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. However, delivery accuracy testing on the pump found the pumps delivery to be slightly positive. The pump's expulsor will be trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.